Event description:
A patient was receiving a breast implant. Upon removal of the inflation tubing from the implant, the implant began to leak. The implant was removed and replaced with another implant.